Event description:
Initially it was reported by arjohuntleigh's representative that while using the lift to put the patient in bed, the lift tipped: "2 caregivers (1 at each side) were using the lift when it tilted. One of the caregivers was pulling at the patient for better positioning, when the lift tilted. The lift fell down on this caregiver's right shoulder. The caregiver was treated in the hospital. Due to the sustained injuries; the caregiver was unable to work for the next 2 days".

Manufacturer narrative:
(B)(4). We are aware that this is past the 30 day deadline for reporting. The service unit forwarded the information to the manufacturer regarding the failure with a delay due to processing errors. Counseling, as well as, a review of the FDA reporting guidelines has been initiated to ensure all future reports are submitted on time. Additional information will be provided following the conclusion of the investigation.